Manufacturer narrative:
The product testing is in progress. A review of the manufacturing records showed no anomalies. The instructions for use that accompany the device cautions that low tear strength is a characteristic of most unreinforced silicone elastomer materials, and that care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears. It also cautions that to avoid possible transection of the catheter during catheter placement, the catheter should never be withdrawn through the tuohy needle. If the catheter needs to be withdrawn, the tuohy needle, guidewire, and the catheter must be removed simultaneously. All catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that during surgery, the lumbar catheter was found to be broken. Reportedly, there was no injury to the patient.

Manufacturer narrative:
Only the lumbar catheter was returned. The lumbar catheter was patent and met the requirements for tensile strength and ultimate elongation testing. However, the lumbar catheter did not meet the requirements for leak testing as the distal flow holes were observed to be torn. The instructions for use that accompany the device cautions that low tear strength is a characteristic of most unreinforced silicone elastomer materials, and that care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears. It also cautions that to avoid possible transection of the catheter during catheter placement, the catheter should never be withdrawn through the tuohy needle. If the catheter needs to be withdrawn, the tuohy needle, guidewire, and the catheter must be removed simultaneously. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.